Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultrasmart meter powers off during use. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged power issue began on (B)(6) 2014 between 10:30 and 11:00am. The patient manages her diabetes with insulin (self-adjuster) and claimed she increased her dose of novolog insulin since the morning of (B)(6) 2014, in response to the alleged meter issue. An unknown time after the alleged issue began the patient claimed she developed symptoms of ¿dizziness, lightheadedness and dry mouth¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no misuse of the device. The csr educated the patient on the meter¿s behavior and auto-shutoff and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.